Manufacturer narrative:
Medwatch report #: mw5068592. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Per the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4)/ 1403us / manufacturing date: 03/28/2015 / expiration date: 03/31/2016 / (B)(4); (B)(4)/ 1425us / manufacturing date: 10/14/2016 / expiration date: 10/31/2017 / (B)(4); (B)(4)/ 1425us / manufacturing date: 07/28/2014 / expiration date: 07/31/2015 / (B)(4).

Event description:
It was reported that the patient presented to clinic with loose connections and loose powers on both controllers. (B)(4) (rvad) with loose connection and wires exposed on power port #2. (B)(4) (lvad) loose power port connections on both ports #1 and #2. Both patient ac adapters ((B)(4)) were accessed to not provide power to controller even with green light lit up. The patient did not use excessive force or drop the devices. The event was not associated with any pump stops or controller alarms. There was no damage to the cac adapters and the internal wires were not exposed; adapters failed to provide power. Both controllers and ac adapters were exchanged in clinic by the vad coordinator with no reported consequence or impact to the patient. New controllers (B)(4) (rvad) and (B)(4) (lvad) were issued. New ac adapters (B)(4) were issued. No further information was provided.

Manufacturer narrative:
It was reported that the patient had two controllers with loose power ports; one of the controllers had wires exposed. Additionally, it was reported that the patient's ac adapters were not providing power. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of controller (B)(4) revealed that the controller failed visual inspection due to a loose power port two (2) connector which was completely detached from the housing an exposing the connector wires. The locknut and washer were unattached from the power port two (2) connector inside the housing, allowing the locknut to migrate freely between the power board and the main board. Power port one (1) also had a loose connector with a displaced o-ring gasket. Additionally, the serial port data cap was missing. The missing serial port data cap is an observation not related to the reported event and was most likely due to the handling of the device. Failure analysis of controller (B)(4) revealed that the controller failed visual inspection due to a loose power port one (1) and power port two (2) connectors. A possible root cause of the loose connectors on both controllers may be attributed to a shift in the manufacturing process. Failure analysis of ac adaptor (B)(4) revealed that the device passed visual inspection and functional testing. Failure analysis of ac adaptor (B)(4) revealed that the unit passed visual inspection but failed functional testing due to a breakage of the wire in the proximity of the strain relief. The most likely root cause can be attributed to wear on the output cable as a result of excessive bending or due to normal wear over time. The usage pattern most likely contributed to the fraying or breaking of the cable wires. (B)(4): an internal investigation has been opened by the supplier to address loose connectors and displaced o-ring gaskets. (B)(4)- controller; (B)(6) 2017; MFR date: 03-28-2015. (B)(4). Recall: z-0005-2017. (B)(4) - controller ac adapter, (B)(6) 2017, MFR date: 10-14-2016 (B)(4). (B)(4) - controller ac adapter, (B)(6) 2017, MFR date: 07-28-2014 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.